Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: evaluation revealed that the display was dim and discolored. Evaluation also revealed evidence of contamination under the audio bolus button contact. The audio bolus button cover was found to be detached and missing from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed evidence of contamination under the audio bolus button contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/10/2015.